Event description:
It was reported that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. This device remains in service at this time. No adverse patient effects were reported.additional information indicated that the longevity dropped from 5 months to less than 3 months in a span of few weeks. This device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. This device remains in service at this time. No adverse patient effects were reported.